Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, hypotension occurred during ablation of the right pulmonary vein (rpv). The case was completed with cryo. A pericardial effusion was confirmed by echocardiography. Pericardial drainage was performed, and the patient was discharged after confirming recovery of blood pressure and stability of the patient's condition. It was noted the endocardium might have been damaged due to an operating problem when changing direction of the sheath from the left inferior pulmonary vein (lipv) to the rpv. No further patient complications have been reported as a result of this event.